Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm, micl12.1, -9.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Low vault and anterior capsule cataract formation was observed, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.